Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted (B)(4) within 16 hours. The customer¿s blood glucose was in the 400's (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.